Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The set was spiked into a solution bag and was hung higher than the unknown primary set. The lower end of the primary line was hung on a pole at a position higher than both the primary and secondary solution bag. Visual inspection of the photo did not reveal any issues that could have contributed to the reported underinfusion. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set containing 2g of magnesium diluted in 100ml of an unspecified solution was observed to be underinfused. This event was observed approximately 2 hours after the patient infusion had started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.